Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure for treatment, thrombosis formation occurred. The patient presented with a stenosed heart valve that needed replacement, and was admitted via a nursing home. The amplatz guidewire was inserted into the patient. The tavi device was prepped but failed to load on the amplatz guide wire by the scrub nurse. As the scrub nurse had limited experience a more senior nurse scrubbed and a second device was prepared, this device would also not load onto the wire so a third valve was prepared, this also failed and was the last device in the department. As the patient was anaesthetized the decision was made to obtain a fourth valve from another hospital 55 to 60 miles away. During this time, the patient remained on the procedure table and the amplatz guide wire remained in situ in the patient. Towards the end of the procedure it was noted by the anesthetist that the patient's cerebral perfusion pressure (cpp) had decreased on the right side from 69 mmhg to 63 mmhg, indicating an adverse cerebral event. There were no issues noted with the amplatz guide wire; however, an ultrasound scan seemed to show clot formation on the wire. Post procedure the patient was discharged back to the nursing home and passed away a few days later.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure for treatment, thrombosis formation occurred. The patient presented with a stenosed heart valve that needed replacement, and was admitted via a nursing home. The amplatz guidewire was inserted into the patient. The tavi device was prepped but failed to load on the amplatz guide wire by the scrub nurse. As the scrub nurse had limited experience a more senior nurse scrubbed and a second device was prepared, this device would also not load onto the wire, so a third valve was prepared, this also failed and was the last device in the department. As the patient was anaesthetized the decision was made to obtain a fourth valve from another hospital 55 to 60 miles away. During this time, the patient remained on the procedure table and the amplatz guide wire remained in situ in the patient. Towards the end of the procedure it was noted by the anesthetist that the patient's cerebral perfusion pressure (cpp) had decreased on the right side from 69mmhg to 63mmhg, indicating an adverse cerebral event. There were no issues noted with the amplatz guide wire; however, an ultrasound scan seemed to show clot formation on the wire. Post procedure, the patient was discharged back to the nursing home and passed away a few days later.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Response to FDA request 2134265-2013-02019: (B)(4). Updated: contact office name; method codes, conclusion codes. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. Review of the dfu/labeling notes the reported event as potential adverse events associated with the use of the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that manual pre-shaping the wires results potentially in wire damage exposing thrombogenic surfaces of the wire. In two of the reported cases the physician is quite confident that the thrombus started forming on the wire and then quickly extended onto the frame of the valve and into the left main coronary artery (lmca). From the moment of seeing the thrombus on the wire at the life peri-op transesophageal echocardiogram (tee) to hemodynamic collapse only 2 minutes passed. The preforming was not done by different people and there are only two tavr operators in the physician's lab including himself.